Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to obtain the following information.  To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How many sutures burst in this single procedure? What tissue was being approximated or sutured when it broke? Procedure name and date? Event date? Device return status/follow up? Note: events reported via mw# 2210968-2020-08091, 2210968-2020-08092. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. When the surgeon was tying the knot of the suture, it burst. A new suture was requested to complete the procedure. There were no adverse patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 12/15/2020. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 ¿ device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.